Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system fridge door lock was coming off on opening part of the door. A field service engineer (fse) was able to successfully power down the station and applied corrective action to latch assembly. The fse was able to re-crimp wire harness connector and clean off oxidation from micro switches as well. At which one the fse expected the rest of the remote manager for any damages which none could be found. Afterwards, the fse reassembled all cones to test in hardware testing application. After that the customer logged into the use application and recover storage space successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the fridge door lock on the opening side of the door was coming off. The adhesive was no longer holding. There were no adverse events or injuries reported based on this event.